Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated he was hospitalized for low blood glucose. The customer stated he went to bed with a blood glucose reading of 135 mg/dl and woke up one hour and a half hours later with a low blood glucose reading of 25 mg/dl. Troubleshooting revealed that the customer had delivered a bolus prior to going to bed when his blood glucose was 70 mg/dl. All programming was correct on the insulin pump.